Event description:
It was reported that after a coronary revascularization of the right coronary artery, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, the needles were not captured by their respective cuffs and no suture was present on the needles. The device was removed over a guide wire and a second proglide device was attempted, but also resulted in a needle-to-cuff miss. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device is being filed under a separate manufacturer report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted that the posterior and anterior cuffs remained attached to the link and their respective needles. There were approximately three-quarters of an inch of monofilament still attached to the anterior needle tip. The remaining monofilament was not returned. This is indicative of successful needle deployment and suture retrieval. The device preformed according to specifications; therefore the cause for this complaint is undetermined. It was subsequently indicated from the customer that the proglide device received may not have been the complaint device and may likely have been from another procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.